Event description:
During the performance of a fundoplication, while passing the transilluminating cable down the pt's esophagus and into the stomach, the device's (detachable) tip became detached. The tip was located in the oral pharynx, and was removed tip first. After removal of the tip, the surgery continued and the procedure was completed. It was reported that there was some blood found in the pt's pharynx, no significant injury, and that no subsequent treatment was necessary.